Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by performing a sample run; a test cup got stuck in the waste chute and error occurred. Fse inspected the waste chute and found test cups were backing up at the waste chute. Fse cleared and cleaned the waste chute and readjusted the waste chute to properly discard the test cups. Fse performed quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4151] c.trans-z home detect error: cause: the home sensor (B)(4) failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. (B)(4). The most probable cause of the reported event is due to misaligned waste chute.

Event description:
A customer reported getting error 4151, c. Trans-z home detect error during quality control run on the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh), estradiol (e2) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.